Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device was not returned for evaluation. However, the clinical report is sufficient to provide details to determine a root cause for the reported issue. The root cause of the limb ischemia was most likely due to improper technique and patient condition. The instructions for use lists known potential adverse events and it states:¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that while there was oozing at the access site, the patient was experiencing pain with intermittent numbness down their arm. As a result of the access site ooze, a pressure dressing was applied to achieve hemostasis. Support continued and the patient's condition improved.